Event description:
It was reported that the device displayed the "call service" message and failed to advance past the boot up screen. The device would not be available to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer declined physio-control's device repair offer. Hence, further cause of the device malfunction could not be determined.